Event description:
The pt has an scs system including an ipg, paddle leads, and two lead extensions in the cervical area for head/neck pain (off-label use). It was reported that the pt experienced a loss of stimulation. An x-ray showed that the system connections were intact. The physician explanted and replaced the lead extensions on (B)(6) 2008. The explanted extensions were returned to the manufacturer for eval. Follow-up on the pt found that she is receiving stimulation and doing very well.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed and were found to meet specifications and no anomalies were found. Both lead extensions had broken wires in the header and failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.